Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported post stent graft implantation the stent graft migration, resulting in a type I endoleak. It was reported that the aneurysm had enlarged some since the time of implant. The cause of the migration can not be determined by the physician. The physician successfully implanted an aortic cuff and the type I endoleak has resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.